Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined the front panel blinking was attributed to sticking due to the malfunction of the mesh turret and filter turret. It was also noted the normal optical filter was burnt. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the front panel was blinking on the visera pro xenon light source prior to and during an unknown procedure. The procedure was completed with the same device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the cause of the phenomenon ¿flashing of the front panel¿ was due to sticking caused by the filter turret and mesh turret operation failure. Olympus will continue to monitor field performance for this device.